Event description:
It was reported that the impedance measurements on the patient's implantable neurostimulator (ins) system were >4000 ohms on all of the unipolar pairs. The default test values were increased multiple times, and impedances in the normal range were measured between electrodes c/0, c/2, and 2/3, where "c" is the case. The patient felt no stimulation with their current program (10.5v, 60hz, 450 pw, 1-/2+/3+) and high impedances were still measured between electrodes 0/3. Good stimulation coverage was restored using electrodes c/3, but some pocket stimulation was experienced. Device end-of-service (eos) was estimated in 90 days. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model 3888-28, lot#: l48649, implanted: 2008 (B)(6), explanted: na. Extension: model 7495-51, serial#: (B)(4), implanted: 2008 (B)(6), explanted: na. Programmer: model 7434-e, serial#: (B)(4). (B)(4).